Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that six weeks after the implant of this transcatheter bioprosthetic valve, the valve was snared and re positioned into the aortic arch due to severe paravalvular leak (pvl) which resulted from the valve being implanted at 18-20mm. A second transcatheter bioprosthetic valve was implanted at 4mm resulting in trace to mild pvl. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.